Manufacturer narrative:
Upon completion of the investigation, it was noted that we could not duplicate complaint. Unit was tested numerous times over several days. Unit was tested warm and cold. No issues were observed. After consulting with the engineering department, it was decided that the high voltage power supply and controller board needs to be replaced as a preventative measure. Unit needs to be updated with the new lvps cable assembly. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During both in services that I have on a new cmcv, an error message of too much voltage came up. It is set to 110v. The unit plugged into a 110 v outlet you have the voltage switch set to the 110 v setting on the back of the generator the unit displays a high voltage output error. The error came up when I had empty tubing in, irrigation on and then I was switching between mute, x1 or all the time. I shut it off and it went away. However, it happened again during the afternoon in service. Sounds like there is an issue in the controller board, since the unit is under warranty I would recommend reaching out to the complaint department to get the unit repaired.